Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Type of reportable event has incorrectly been reported as serious injury (B)(4). Correct reportable event type is malfunction only. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail pinnacle hip. When impacting the definitive gription sector 56mm cup, the threaded tip of the pinnacle straight cup impactor snapped off and remained in the cup. The cup was not fully seated and was removed. The thread was retrieved from the cup and another 56mm cup was supplied. Another pinnacle tray was opened and the case continued. Patient outcome satisfactory, no delay or adverse event. Investigation method: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Depuy international reports when impacting the definitive gription sector 56mm cup, the threaded tip of the pinnacle straight cup impactor snapped off and remained in the cup. The cup was not fully seated and was removed. The thread was retrieved from the cup and another 56mm cup was supplied. Another pinnacle tray was opened and the case continued. Patient outcome satisfactory, no delay or adverse event. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Device available for evaluation. The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When impacting the cup, the threaded tip of the pinnacle straight cup impactor snapped off and remained in the cup. The cup was not fully seated and was removed. The thread was retrieved from the cup and another cup was supplied.